Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. This report is being supplemented to provide additional information based on the final investigation. The root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that there was foreign grease on variable stiffness, foreign residue in control body and foreign insulation tape on the scope connector. There was no patient involvement.